Event description:
It was reported that a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30 mm watchman laa closure device & delivery system (wds) was advanced to the laa. After the closure device was deployed, a full recapture was performed. After full recapture of the device an effusion sweep was performed with no evidence of effusion. The same was was redirected to laa and a pigtail catheter was inserted. There were multiple attempts to get the pigtail in place and there was a substantial injection to identify the laa lobe. It was at this time when a perforation and pericardial effusion were noticed on fluoroscopy and transesophageal echocardiogram (tee). Therefore, a pericardiocentesis was attempted, but they were unable to place a drain or wire, and instead they removed a small amount of fluid via a syringe. After multiple attempts to get into the pericardium, the physicians determined to abort the case and observe the patient overnight as they had been stable throughout the case. Multiple echo images and several fluoroscopy images confirmed the effusion was not growing. The patient did experience low blood pressure which was treated with blood products, fluid and medication. The patient self-sealed the effusion over time and remained stable. No other complications occurred. Patient has been discharged.